Event description:
On (B)(6) 2021, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, the patient underwent a surgery for buried bumper syndrome that resulted in tissue necrosis. The device was removed and a decision was made not to reposition tubing again.

Manufacturer narrative:
Reference number (B)(4) catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of buried bumper syndrome and tissue necrosis. A buried bumper is a known complication of a peg tube placement. Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). Stoma site complications are labeled events. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.